Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. (Calculated from the date when the system controller was issued to the patient). The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the lvad system produced a red heart alarm that resolved without intervention. The patient was unable to perform the self-test on the system controller. Interrogation of the system controller history revealed a replace system controller alarm, and the epc system controller was exchanged. The patient was not symptomatic during the event. A system controller log file analyzed by the manufacturer¿s technical service representative revealed that the epc system controller entered backup mcu mode approximately 2 hours and 52 minutes prior to the reported system controller exchange. The log recorded unusual voltage levels associated with the backup mcu mode event. A recorded pump stoppage event was also occurred due to the irregular supply of voltage. The patient¿s power module, power module patient cable, and display module were exchanged. No additional information was provided.

Manufacturer narrative:
The report of a red heart alarm followed by a replace system controller (backup mode) alarm was confirmed through a review of the log file retrieved from the returned system controller. The log file showed that the system operated routinely with no notable changes to the pump speed or supply voltage until day 106 hour 6 minute 16, when the system controller reverted to the backup mode resulting in a brief red heart alarm condition as the system was recovering. The next events captured showed that the system recovered to the set speed while the system controller remained in backup mode for the remaining duration of the log file. The returned system controller was connected to the manufacturer¿s laboratory equipment and operated the test system at the set speed while the backup mode alarm was active. The analysis of the device found a damaged fuse in the primary circuitry. The system controller was able to operate the test system in primary mode once the damaged fuse was replaced. The analysis suggests that the system controller had reverted to the backup mode due to the damaged fuse. The analysis could not conclusively determine the specific cause of the damaged fuse. The returned power module, power module patient cable, and display module were functionally tested together on mock circulatory loop for an extended period of time and the system operated as intended with no alarms active. A full functional test was performed and the units pass all tests. The evaluation did not reveal any issue with the returned power module, power module patient cable, or display module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.